Manufacturer narrative:
Additional information was received that fluid was coming from the battery site and was hot to touch. The patient was placed on antibiotics and was doing well.

Event description:
A report was received that the patient had infection at the ipg site. Symptom of scab that is oozing over the ipg site was noted. It was also reported that a blister was observed which was caused by the heating pads the patient used. The physician believed that the infection was not device related. The patient underwent a revision procedure.

Event description:
A report was received that the patient had infection at the ipg site. Symptom of scab that is oozing over the ipg site was noted. It was also reported that a blister was observed which was caused by the heating pads the patient used. The physician believed that the infection was not device related. The patient underwent a revision procedure.